Event description:
It was reported the patient experienced pain at the ipg site. The physician indicated the area appeared to be very irritated, swollen and close to the skin. The patient was referred to a plastic surgeon. Follow-up information indicated the patient's ipg site has improved and there was no concern of an infection. The patient is to continue to follow up with her physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.